Event description:
The patient reported that patient programmer (pp) will not connect with implant. The patient replaced the batteries in pp and tried connecting several times but cannot connect and not interrogate. No patient injury reported. They troubleshoot with and without antenna and cannot connect with pp. The patient reported not being able to make adjustment both with or without antenna attached. It reported a day later patient received a new programmer and stated the replacement pp she received over the weekend ((B)(6) 2015) was also not communicating. It was later reported six days later that patient spoke with her regular health care provider (hcp) who was able to speak with the representative. The manufacturer representative was assuming that patient needed to have implantable neurostimulator (ins) replaced because patient had had ins for 7 years. The patient would like to know the name of implant hcp located in the state where she was. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that was getting the poor communication screen and needed to see a representative.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3889-28, lot# v047374, implanted: (B)(6) 2007, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).